Manufacturer narrative:
(B)(4). Date sent: 6/2/2025. Corrected data b3. Additional information: event date should be 13-may-2025.

Event description:
It was reported that during an unknown procedure the two ends of the stapler do not fit properly. Changed another one to complete surgery. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent 5/27/2025. D4 batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 1. Could you please clarify if there were any patient consequences? No. 2. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 8/11/2025/ corrected data d4: UDI# investigation summary: the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh25a device arrived with no apparent damage with the loose stapler retainer. The breakaway washer was present and uncut, the device was fully loaded with staples, indicating that the device had not been fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although it could not be determine the cause of the reported incident, proper usage of the proximate ils circular staplers is important to ensure functionality. For more information, please refer to the instructions for use. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number 164d74, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 6/19/2025. D4 batch #. Photo analysis: this is an analysis oft three photos submitted for evaluation. During the visual analysis, the following was observed: the photos shows a device inside the opened packaging along with the anvil and stapler retainer. Blood stains could be seen on the guide face and near the handle of the reload. The washer appears to be uncut. However, the photo does not provide enough evidence related to the event reported based on the photos reviews the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited.